Event description:
It was reported that the pump exhibited a phase b post error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders and the right plunger case and the battery door were cracked. Pump motor drive phase b post was not found in the whole event history log (ehl), but low battery and battery depleted messages were found in ehl. During functional testing there was no problem found on pump, pump operated as intended. The root cause of the problem was unable to be determined. Replaced battery for preventive due to battery was over 4 years old. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).